Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac vein using a penumbra engine canister (canister). During the procedure, the canister wouldn't hold pressure. It was reported that only two of the four indicator lights would illuminate. Therefore, the canister was replaced and the procedure was successfully completed. There was no adverse effect to the patient.